Manufacturer narrative:
It was reported that the patient underwent a gynecological procedures on (B)(6) 2006 and mesh was implanted concurrently with hysterectomy due to stress urinary incontinence. The patient underwent mesh revision/removal on (B)(6) 2008.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted due to fibroid uterus and menorrhagia. The patient experienced pain, erosion, extrusion, infection, urinary/bowel problems, organ perforation, fistulae, recurrence, bleeding, dyspareunia, neuromuscular problems and vaginal scarring. It was reported that the patient underwent laparoscopic left salpingo-oophorectomy, right pingectomy, sacrospinous ligament fixation with vaginal trachelectomy, anterior and posterior colporrhaphy perinorrhaphy and cystoscopy on (B)(6) 2012. (B)(4).

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.